Manufacturer narrative:
(B)(4). Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unable to verify high bg's. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, missing display window cover, cracked case (battery tube), battery tube threads - cracked and label damage (stained serial number label). Cosmetic damage out of box at the batter case unknown. However, other cosmetic damage was noted. Unable to verify high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was over 400 mg/dl. Customer received damaged insulin pump out of the box. Customer noticed insulin was not dripping from the tubing and was concerned that the insulin pump was not functioning correctly. Customer stated that insulin pump had a crack along the backside. The customer reported that insulin pump was not bumped or dropped. Customer stated that insulin pump did show signs of physical damage. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue use of insulin pump.